Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 90-95% stenotic and was located in the circumflex artery. The physician used a 6fr introducer sheath, terumo run through wire and supercross micro catheter to access the lesion. The run through wire was exchanged for a csi viper wire guide wire and the oad was loaded onto it. The physician performed two runs at low speed for 40 seconds total run time. The physician then performed one run at high speed for approximately 17 seconds. At this point, the patient began complaining of chest pain and the oad was removed from the patient. Angiography revealed a perforation in the circumflex artery. During the oad removal, the guide wire had got retracted proximally. Subsequently, the physician attempted to rewire the vessel for access, but was unsuccessful. The patient did not have cardiac rhythm and cardiopulmonary resuscitation was performed, along with pericardiocentesis. The patient was stabilized and in impella ventricular assist device was deployed. The patient was transferred to the ICU in stable condition. Requests for additional information have been made, but none has yet been received.